Event description:
The patient reported that starting on (B)(6) 2016. The patient's stimulation was too strong when lying down. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.